Manufacturer narrative:
Findings: pump was received with motor error alarm during occlusion test and unable to prime at 4.0 pounds during prime test due to faulty sensor resistor. Motor passed motor test. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces, under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 174 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.